Event description:
A report was received that the patient underwent an explant of the entire scs system due to drainage at the ipg and lead sites. Oral antibiotics were prescribed. The physician is unsure if infection is device or procedure related. Patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial: (B)(4), description: linear st lead, 50cm; model: sc-3138-25, serial: (B)(4), description: scs phiii ext 25cm; model: sc-4316, lot: 15418724, description: next generation anchor kit-sterile. The explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.